Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they got hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2020 with blood glucose of 395 to 767 mg/dl at the time of the incident. The customer was at 100 mg/dl at the time of the call. The customer used the pump and was given intravenous insulin to treat. The customer experienced symptoms such as nausea and vomiting. The customer was wearing the insulin pump during the incident. The customer alleged insulin under delivery. Troubleshooting was completed but did not resolve the issue. The insulin pump will not be returned for analysis.